Event description:
The following has been reported: "when the injectomat agilia rc pump was not finished, the injection pump continued to alarm indicating "the injection amount has been completed", resulting in the patient not being able to give normal infusion." Reporting due to the referenced issues as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.